Manufacturer narrative:
Correction made to b5: during follow up, it was clarified that there was a crack in the tubing of one (1) [previously reported as two (2)] minicap transfer set which resulted in a leak. Correction made to f10/h6: component codes: g04134 (previously submitted as g04070). Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in two (2) minicap transfer sets which resulted in a leak. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.